Event description:
Reportedly, the lead was not well fixed in connector. The re-intervention was performed on (B)(6) 2014.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029.

Event description:
Reportedly, the lead was not well fixed in connector. The re-intervention was performed on (B)(6) 2014.